Manufacturer narrative:
A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, noise on image was observed. The service repair technician indicated that the most likely cause was a break in the charge coupled device unit. There was no patient involvement